Manufacturer narrative:
Upon further investigation the catalog number has been updated from 532.021 to 532.021vet. UDI - (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date (may 5, 2015) the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the attachment device wasn¿t oscillating was confirmed. An assessment was performed on the device which determined the unit had no power and did not function. During repair it was observed that there was corrosion on the internal components, and the needle sleeve was frozen from corrosion. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a tibial tuberosity advancement (tta) surgical procedure on a canine it was observed that the attachment device was not oscillating. It was reported that there was no delay in the procedure as a competitor¿s spare device was available for use and the procedure was successfully completed. There was no human patient involvement this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.